Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with 270cc mentor memoryshape breast implant on both sides and experienced generalized illness symptoms including brain fog, ears ringing, vision problems, dental problems, swollen lymph nodes, infection, breathing issues, pain, anxiety, leaky gut, nausea, increased sensitivities, seizure, swollen legs, weakness, weight loss, and trouble sleeping. No indication of wound infection as patient reports the infection is in a node/nodule near her armpit. She reported that she did have a bike accident but the trauma was to the bone between her shoulder and elbow which required surgery and was told her implants were intact. Patient also reported that the fluid in her chest where her implants are located has been treated and continues to be treated with thoracentesis (surgical intervention). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with 270cc mentor memoryshape breast implant on both sides and experienced generalized illness symptoms including brain fog, ears ringing, vision problems, dental problems, swollen lymph nodes, infection, breathing issues, pain, anxiety, leaky gut, nausea, increased sensitivities, seizure, swollen legs, weakness, weight loss, and trouble sleeping. No indication of wound infection as patient reports the infection is in a node/nodule near her armpit. She reported that she did have a bike accident but the trauma was to the bone between her shoulder and elbow which required surgery and was told her implants were intact. Patient also reported that the fluid in her chest where her implants are located has been treated and continues to be treated with thoracentesis (surgical intervention). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).